Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a failed battery test alarm and a battery out limit alarm. The customer's blood glucose level was unknown. The customer completed troubleshooting and found that they had received a failed battery test twice. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned with critical pump error open book and pump error 35 was noted in the alarm history due to moisture damage noted on the force sensor also, moisture damage was noted on the electronics assembly, motor and vibrator motor. Pump error 35 was confirmed on the formatted history download file. Unable to perform displacement, rewind, seating and basic occlusion due to critical pump error. The insulin was received cracked reservoir tube lip and scratched case.